Manufacturer narrative:
Although it has been indicated that the used device would be returned to angiodynamics, it has not yet arrived. Upon receipt of the device sample and completion of the investigation, a supplemental medwatch will be submitted. (B)(4). Device not yet returned to manufacturer.

Event description:
As reported by hospital in (B)(6), dialysis catheter originally placed on (B)(6) 2015 was removed and replaced on (B)(6) 2016 due to a hole in the extension tubing. The patient condition was not affected. The used device is expected to be returned for evaluation.

Manufacturer narrative:
A recent angiodynamics complaint report was reviewed for the product family for the bioflo dialysis product family and the failure mode, "extension leg failure. " no adverse trend was indicated. Returned was a used catheter which was confirmed to have a hole in the arterial extension tube adjacent to the flat section of the hub, i.e., 90 degrees from the molded parting line. There was no indication that the failure was related to either the manufacturing process or associated tooling. As a definitive root cause for this event could not be determined, a CAPA has been initiated to provide further investigation and determine if corrective action is required. Manufacturing process controls for the dialysis catheter include visual inspection for damage or defects, 100% leak testing, and guidewire insertion testing to verify lumen patency. (B)(4).